Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a bubbled and delaminated downstream occlusion (dso) sensor seal. There was no patient involvement.

Manufacturer narrative:
D9: device returned 17 september 2024. H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional and visual evaluation confirmed primary problem of bubbled and delaminated downstream occlusion (dso) seal. Replaced dso seal. Ran functional test to confirm repair and updated software. Probable cause was damage to dso seal. Device was running normally after repair.